Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -9.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial with clear surgical residue/debris on lens surface. Visual inspection found no visible damage to lens. (B)(4).